Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same day of the freestyle libre 2 sensor application. As a result, the customer was unable to obtain sensor scans and reported not ¿feeling well¿ and almost passed out. The ambulance was called and unspecified blood glucose was obtained on the hcp meter and the customer was provided oral glucose as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.